Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred and pump wake button was unable to turn pump off. Customer's blood glucose was within range (value not provided). Customer reverted to using another pump for insulin therapy.